Event description:
It was reported the pocket site was uncomfortable due to weight loss and the device was replaced. It was later reported the pain was at the implant site and the event was resolved without sequela. Follow up reported the device was not replaced it was repositioned. Further follow up reported extensions were added when the physician revised the pocket to accommodate the extra length needed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).